Event description:
It was reported that a user newly starting on the ilet experienced hyperglycemia, with a blood glucose of 195 mg/dl shortly after waking, while the device was learning their insulin needs; the infusion set was an inset with 23-inch tubing and 6 mm cannula located on the abdomen, and the cgm was libre 3 plus. Symptoms included no acute clinical effects. Outcomes included no medical intervention, no emergency treatment, and no hospitalization. Investigation included complaint handling and user troubleshooting with education on expected early-use glycemic variability. Investigation of this case revealed no device malfunction or supply issues and no incorrect setup steps, with the event consistent with physiologic factors and adaptation during initial ilet use. It was concluded, based on previously established findings for similar reports, that the cause was unknown. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.